Event description:
It was reported that the patient had a revision procedure for an inflatable penile prosthesis (ipp) due to an infected implant. The patient's ipp was removed six months ago and is expected to fully recover after the new device was implanted.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of infection is a known risk associated with implants of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Note: b3 date of event is approximate. Corrected: a2 age at time of event, unit of measure - age; b3 date of event; b5 describe event or problem; d6a implant date; d6b explant date; h6 impact codes, device codes; h11 additional MFR narrative.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was explanted due to infection; a new device was not implanted at that time. Approximately six months later a new ipp was implanted. No further patient complications were reported.